Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing frequent transient low flow alarms which have been self-resolving. The patient was known to have moderate to severe tricuspid regurgitation (tr) and was currently having a right heart craterization. The patient was asymptomatic. Log files were sent for review. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Event description:
The low flows were thought to be secondary to the tricuspid regurgitation. The low flow alarms were still occurring but were self-resolving. The patient's tri-cuspid regurgitation existed pre-lvad implant. The lvad was not thought to have contributed to the tr. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were unable to be confirmed via the submitted log files. The submitted controller event log file contained events on 22jul2025 and captured the pump operating as intended. No notable events or alarms were captured. Review of the lvad periodic log file captured two low flow events on 18jul2025 and 22jul2025; however, it is unknown whether these events were associated with low flow alarms as there is no controller event data available for this timeframe. No other notable events or alarms were captured throughout the submitted log files, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.